Manufacturer narrative:
H.6. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. Evaluation of the photographs indicated an unused tube. Additionally, 10 retained samples were taken and drawn with water, all tubes filled as expected, and there were no difficulties piercing the stopper. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd is unable to confirm this issue as a bd product defect. No recent changes have been made to the stopper or cap and all samples tested were satisfactory. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tube there was difficulty/unable in piercing through the stopper. The following information was provided by the initial reporter. The customer stated: "tubes are not pierced with the probe of the cbc instrument; instruments used are cell dyn ruby."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tube there was difficulty/unable in piercing through the stopper. The following information was provided by the initial reporter. The customer stated: "tubes are not pierced with the probe of the cbc instrument; instruments used are cell dyn ruby."